Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative tested and verified the suction and observed the system to perform aspiration properly as intended. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problems. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a combined cataract and vitrectomy procedure, no aspiration was experienced during phacoemulsification. The aspiration worked in vitrectomy mode. An alternate unit was used to complete the case. There was no patient harm.